Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2011. Patient alleges pain, swelling and difficulty moving leg. Patient further alleges that another surgeon was consulted who indicated the knee is infected and requires a revision surgery, which is planned for (B)(6) 2013. A review of invoice history confirmed the primary surgery date; however, a revision procedure has not been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." And "persistent pain." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01947 / 01949).